Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was getting some weird reading. Customer stated that her blood glucose has gone really low at night. Customer stated that she drank some orange juice and then checked her blood glucose. Customer stated that it was about 50 mg/dl. Customer stated that she also tested with her meter and it was an outrageous number of over 500 mg/dl. Customer checked with another meter and it was 139 mg/dl. Customer stated that she was going high and then she was going low. Customer stated that it is usually in the morning when the issues start. Customer declined troubleshooting and stated that she will speak with a health care professional.